Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17oct2018. Philip's service engineer (se) inspected the device. The se replaced the video graphics array (vga) controller printed circuit board assembly (pcba) and the ventilator passed all performance verification testing.

Event description:
It was reported that during use the ventilator display went blank. The ventilator continued to ventilate the patient. There was no patient harm reported. The event date was not specified; estimate used.